Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the foreign material could not be identified, and it was unknown if the reprocessing was performed in accordance with the instructions for use. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: instructions for gif-1200n operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign object in the operation unit suction channel. There were no reports of patient involvement.